Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated the communicator showed yellow and red lights. Patient services noted that remote monitoring was suspended by the clinic. The patient stated he was aware and was in the process of transferring to a different clinic. Patient services also discussed that a red light on the communicator may indicate a potential issue that was identified and not able to be transmitted to the clinic. Patient services referred the patient to the clinic for an interrogation. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.